Event description:
The patient's mother contacted animas stating that the patient experienced a blood glucose level of 47 mg/dl with symptoms of hypoglycemia. The low blood glucose level and symptoms of hypoglycemia reportedly followed a miscalculation by the patient for a bolus for lunch resulting in more insulin delivered than needed. She miscalculated the carbohydrates in the food she was eating. The patient's mother did not describe the symptoms of hypoglycemia the patient was having. Although there is no evidence of a device malfunction, use error is involved and this complaint is being reported as the user reportedly incorrectly calculated bolus amounts and suffered symptoms indicative of hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Although there is no evidence of a device malfunction, use error is involved and this complaint is being reported as the user reportedly incorrectly calculated bolus amounts, which could cause symptoms indicative of hypoglycemia.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: pump history from the time of the event was unavailable due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was found to be discolored; the screen was replaced with a test screen and the display returned to normal. Also unrelated, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery.